Event description:
For colorectal case, a second covidien 1837 blunt tip ligasure (ref lf1837) was opened for use, as the insulation toward the tip of the first 1837 blunt tip ligasure device broke off/peeled off. As the surgeon began to use the device, the insulation toward the tip of the device also broke off and the device was removed from the field. (The cord was cut when the instrument was passed off the field.) A third 1837 blunt tip ligasure was then opened and worked without incident. No patient harm.